Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Failure analysis found the instrument to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out as such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. Upon removal, the grips did not close completely due to conductor wire blocking the grips from closing. As a result, the instrument got stuck in the trocar. The root cause was attributed a component failure.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon was unable to remove the force bipolar instrument from the trocar. The elbow would not straighten out. No additional information was provided at this time. The procedure was continued with no reported injury.

Manufacturer narrative:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon was unable to remove the force bipolar instrument from the trocar. The instrument elbow would not straighten out. Based on the claim against the product noting the surgeon was unable to remove the force bipolar instrument from the trocar. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi reviewed the site¿s complaint history and results does not show any additional complaints related to this product and/or this event. A review of the device logs for the force bipolar instrument (part# 471405-06/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings). This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.